Event description:
Information received indicates that the cannula introducer did not go beyond the tip of the cannula as expected, and did not support insertion into the patient. The product was replaced with no reported consequence to the patient.

Manufacturer narrative:
H3: analysis: testing of the returned product demonstrates interference between the introducer and the cannula at the product tip. The inner diameter of the cannula is slightly undersized, causing the interference with the introducer. Conclusion: there was no adverse effect to the patient due to the event. Without product specific information (lot number) a device history review could not be performed. Reduced device performance occurred and was related to the reported event.